Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer experienced an elevated blood glucose (bg) level with high ketones. Reportedly, the customer's continuous glucose monitor read "high"; however, a specific bg value was not provided. A correction bolus was delivered to address the high bg. Reportedly, the cartridge was reloaded, and insulin delivery was resumed.